Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that 2 alerts for high out of range impedances have occurred, on this pacemaker and non-bsc right ventricular (rv) lead. Impedances have typically trended around 300-400 ohms. While in the clinic impedances and noise could not be reproduced. When thresholds were tested in unipolar configuration, capture finally occurred at 7.5 volts at 0.6 milliseconds, but pocket stimulation was also recorded. The only episodes with noise were due to myopotential oversensing after the first alert. The minute ventilation feature was only programmed on in atrial tachy response (atr) mode. The alert was turned off and the physician will continue to monitor. No adverse patient effects were reported.

Event description:
Additional information reported by a field representative indicated that the other manufacturer's right atrial (ra) lead is now exhibiting the same behavior as the right ventricular (rv) lead. An alert for spikes in pacing impedance trends has now occurred on the ra lead. No oversensing has been noted on the ra channel. However, it was noted that thresholds have been elevated. Boston scientific technical services (ts) discussed possible causes and suggested for the leads to be evaluated. No further information is known at this time. No adverse patient effects were reported.

Event description:
Additional information indicated that the patient was brought in to test the right atrial (ra) lead. Pacing impedances on the ra were greater than 2000 ohms, in bipolar configuration. Impedances went down when tested in unipolar. No noise could be seen throughout testing, which points to a potential spring contact issue. The ra was programmed to pace in unipolar and sense in bipolar configurations. The rv was kept in bipolar pacing and sensing configuration. A feature was turned on to alert for non-sustained ventricular tachycardia to monitor for noise. No adverse patient effects were reported.